Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a hemodialysis catheter. The customer reports he was advancing an amplatz guidewire through the venatrac system when he states the amplatz tip broke through the ventrac and through the side of the catheter about 5cm below the cuff. There was no patient bleeding or complication from this event.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.